Manufacturer narrative:
The autopulse platform (s/n# (B)(4)) was returned to zoll (B)(4) for evaluation. Historical complaints were reviewed for service information related to the reported complaint and (B)(6) was reported for autopulse with serial number (B)(4) for the same fault "system error 132 ". A defective processor board ( under (B)(4)) was replaced to remedy the system error 132 message. A visual inspection was performed and no discrepancies were observed. A review of the archive was performed and found "system error 132 - internal watchdog timeout" to have occurred on the reported event date of (B)(6) 2016, thus confirming the customer's reported complaint. Functional evaluation of the returned autopulse platform was unable to be performed as a system error -out of service message was observed upon power up, therefore confirming the reported complaint. Further investigation determined that the processor board was replaced to remedy the system error fault. In summary the customer's reported complaint that the autopulse platform displayed "system error 132" message was confirmed during archive review and functional testing. The root cause was determined to be a defective processor board. After replacing the processor board, the autopulse platform passed all the testing and meets all required specifications.

Event description:
It was reported that during a shift check, the autopulse platform (s/n:(B)(4)) displayed " system error" message. The platform was restarted several times and were unable to clear the system error message. They tried different batteries with the same result. There was no patient involvement reported.